Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 64 year old male patient presenting with cardiomyopathy for impella support. After just under 6 days of support, the pump stopped when the patient stepped on the white cord of the device. The pump could not be restarted, therefore, was removed and replaced.